Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (300+ mg/dl). Customer changed the infusion site and administered a manual insulin injection; however, bg level remained elevated. Customer reported being in contact with health care provider. Customer declined troubleshooting with tandem technical support.